Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons have been intermittently unresponsive for the past five days. He stated the buttons need to be pressed harder to obtain a response.